Event description:
It has been reported to philips that the flexvision monitor was intermittently blank. The system was reported to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the live monitor had problems and occasionally had no display of images. The fse checked the ippc (image processing pc) and found the graphics card was abnormal. The fse replaced the graphics card to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.